Event description:
A discordant, falsely elevated troponin result was obtained on a dimension xpand plus instrument on one patient sample. The discordant result was not released to the physician(s). The sample was repeated on the same instrument and on an alternate instrument, resulting as expected. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to replace and align the sample probe. Upon follow up, the customer stated that quality controls have been in range and no other issues with troponin samples have been observed. The cause of the discordant, falsely elevated troponin result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.